Event description:
It was reported that a physician attempted an arteriotomy closure using a starclose device after an unknown procedure. The vessel locator wings prematurely retracted. Hemostasis was achieved with manual compression. There were no adverse pt events as a result of this incident.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been rec'd. This event has been identified as a malfunction. Abbott vascular has initiated a corrective action.